Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The cause of death was pneumonia. The caller stated that the customer had lou gehrig disease. The caller alleged that the insulin pump failed and gave the customer all the insulin at once, caused her to sleep, miss work and pass away. The caller declined answering questions and stated that they do not know where the customer's insulin pump is.